Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MDR 0002648920-2021-00239.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MDR 0002648920-2021-00239.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02174, 0001822565-2021-02176, 0001822565-2021-02198, 0001822565-2021-02199. Medical product: femoral component option size e left item# 00596401551 lot# 60930995; articular surface size ef 14 mm height item# 00596403214 lot# 60905135; taper stem plug item# 00596009900 lot# 60998606; all poly patella standard size 32 mm diameter 8.5 mm thickness item# 00597206532 lot# 60990174. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, swelling, and instability when walking approximately nine years post implantation. The patient can't get on knees and cannot walk any distance. Family doctor thinks the patient may be allergic to metals in the knee. Attempts to obtain additional information have been made; however, no more information is available at this time.